Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The non-totally occluded, eccentric, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery extending to the diagonal artery. After a 3.5 ebu non-bsc guide catheter was placed, two non-bsc guidewires were advanced to cross the lesion. Subsequently, a 2.50mm x 15mm emerge¿ balloon catheter was selected for use and advanced to predilate a bifurcated lesion in the first diagonal artery. Stenting was done in the lad and the physician attempted to perform a kissing procedure with this 2.50mm x 15mm emerge¿ balloon catheter in the diagonal artery; however, the balloon failed to cross the lesion. The physician experienced a lot of friction with the emerge catheter in the guide catheter and with the two wires and attempted to advance using force. Eventually, the physician decided to retrieve the catheter and found out that the balloon catheter had broken into two pieces. The proximal part of the catheter, around 30cm, was in the hand of the physician and about 5cm of the distal part of the catheter was out of the guide catheter. The physician pulled the device on this part to retrieve the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. The hypotube shaft was completely separated 30cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).